Manufacturer narrative:
Unit had unresponsive button then button error alarmed due to corroded on keypad trace. No number ramping or scrolling on display noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was performed. The device was returned for analysis.